Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported that one syringe of juvéderm® ultra xc had ¿the needle pop off while the doctor was pushing the product through.¿ patient contact was made. No injury to the patient, staff, or injector. The packaged needle was used for the injection.

Manufacturer narrative:
Device analysis summary: visual analysis of product indicates a crack is observed at the 3mm luer lock level.

Event description:
Healthcare professional reported that one syringe of juvéderm® ultra xc had ¿the needle pop off while the doctor was pushing the product through.¿ patient contact was made. No injury to the patient, staff, or injector. The packaged needle was used for the injection.